Manufacturer narrative:
Reliability analysis evaluated three random sealed reservoirs and checked the o-rings and stopper groove for anomalies, but none were found. Ran basal, bolus leaking test, and no leaks were noted.

Event description:
Customer reported receiving a no delivery alarm on the insulin pump as well as an off no power alarm. Customer reported that he smelled insulin and noticed insulin at the reservoir chamber. Fluid was also visible inside the reservoir compartment. Customer's blood glucose reading at the time of the call was 188 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.